Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2005 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the revision procedure; however, an invoice could not be located to confirm the initial procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2005 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed the revision procedure; however, an invoice could not be located to confirm the initial procedure and which components were removed and replaced. Additional information provided in patient medical records indicate that a left total hip arthroplasty occurred in 1995. Additional information provided in patient medical records indicate the right total hip arthroplasy performed on (B)(6) 2001 was a revision procedure where the cup was removed. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.